Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for (PMA/510(k)) as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a sensor error message was received on the adc device and as a result, the customer experienced symptoms of cramps, sweating, and a seizure. The customer was unable to self-treat, requiring treatment of 2 packs of glucose from their spouse. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The returned sensor was de-cased and visual inspection has been performed on pcba (printed circuit board assembly) and no issue were observed. The returned battery was measured and all results were within specification. Observed the sensor having an issues communicating with the evaluation module (evm) after de-casing. An extended visual inspection was also performed on the returned sensor pcba, observed that the molex connector and antenna had been damage during the de-casing process, and unable to be re-soldered/repaired due to the solder pads coming away from the pcba. Adc is unable to perform further testing at this time due to damage during de-casing. Therefore this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device.

Event description:
A customer reported that a sensor error message was received on the adc device and as a result, the customer experienced symptoms of cramps, sweating, and a seizure. The customer was unable to self-treat, requiring treatment of 2 packs of glucose from their spouse. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a sensor error message was received on the adc device and as a result, the customer experienced symptoms of cramps, sweating, and a seizure. The customer was unable to self-treat, requiring treatment of 2 packs of glucose from their spouse. No further information was provided. There was no report of death or permanent injury associated with this event.